Event description:
On this date, I had a heart catheterization and a cypher drug eluting stent and a taxus drug eluting stent was placed. The taxus stent had a hard time deploying, and I was in fear for my life with a very excited cardiac student in training, unbeknownst to me. I ws told these drug coated stents -prior to the heart cath- were the best thing next to apple pie. They were the latest toy on the market and so much better than bare metal stents. A follow up cath in 2004, yielded two more cypher drug eluting stents. Ever since the use of these stents, I have not felt well. I continually have left breast pain so bad at times that a breast surgeon told me to get those stents removed. I told her, they cannot be removed. I have periods of severe itching, which results in scratch marks all over my body. I have developed a wheeze and dyspnea. No, they are not side effects of meds as I am on very little and got off most meds to see if this was the cause. I believe the coating in these drug eluting stents is the main cause of my itching, left breast pain and generally not feeling good. I really felt quite well before the drug eluting stents. I am stuck with these now. I feel like I was led down a garden path with thorns. I feel I was deceived. I am not a happy person and wish these drug coated stents were pulled off the market and could be removed. Dates of use: 1: 2004 - 2007. 2: 2004 - 2007. Diagnosis or reason for use: blockage in lad and rca. # no blockage was seen but 2 more stents inserted in rca.